Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection of the returned device confirms that one of the mallet cap welds has cracked. A review of the complaint history shows no prior complaints for the listed lot. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Our investigation did not determine the specific cause of the damage; however the device was manufactured in 2010. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported the hammer cracked during surgery and sand fell into the wound; had to flush the wound and absorbed with negative pressure drainage. Surgery time was 20 min. Extended.